Event description:
It was reported that the right atrial lead exhibited noise. The patient presented to the clinic for a follow-up and the noise was reproducible. Further information was requested however, was not provided.